Event description:
A break in the retention dome upon traction removal. The indwell time was 188 days.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, the exact mechanism of damage is undetermined at this time. Upon receipt a semi-circular break in the retention dome was observed. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Mating the broken retention dome to the feeding tube showed a close match. The complainant indicates the complaint sample had been in place for approx 188 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr of lot #husg0779 showed no other product complaints from this lot number.